Manufacturer narrative:
It was reported that after the patient was discharged for a driveline infection on (B)(6) 2015, patient was readmitted to hospital for continuing driveline infection on (B)(6) 2015. Within this period patient developed sternal wound infection which coexisted with driveline wound infection. CT of the thorax shown no relation between 2 wounds, but wound tunneling was found in sternal wound and wound care continued. Patient was discharged on november 1st, due to travel arrangements made to spend time with family and was then readmitted on (B)(6) 2015 for the continuation of wound care. Patient was said to have been transplanted on (B)(6) 2015 and discharged home. Infection are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressee guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the staff that the patient admitted for exit site infection with exudate. During dressing change, a section of ~5cm of dl proximal to the exit site observed to be cloudy yellowish. Slight cloudiness/yellowish sections were also observed ~10cm further down the dl. Site used betadine on exit site for a few weeks prior to this observation. No other information is available. The investigation is in progress.

Manufacturer narrative:
Infection and specifically driveline infection is a known potential adverse events associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted